Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging the onetouch lancing device holder was damaged or cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue was first discovered on (B)(6) 2013 at an unknown time. It is unclear if the patient was able to obtain a blood sample using another lancing device or manually pricking herself. The patient refused to report what medications she uses to manage her diabetes or if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 minutes after being unable to obtain a blood sample with the lancing device, she became ¿tired, sick, stressed, and had sweats.¿ the patient reported on (B)(6) 2013 in the morning she contacted a healthcare professional was given phone advice. However the patient did not state what the advice was. At the time of troubleshooting, the cca confirmed there was no misuse of the lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reported due to not being able to obtain a blood sample, she developed symptoms suggestive of hypoglycemia.